Event description:
It was reported that the physician attempted to implant the pacing lead but was unable to establish satisfactory fixation. High impedance readings as well as a very large current of injury (coi) were observed. The physician also stated that too many turns were required to extend and retract the lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that electrical resistance and cross continuity test results were within specifications. The helix was able to be extended and retracted within specifications.